Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), h3 analysis of the returned recharger revealed that the firmware was corrupted. Bench test fail trs80003_read_fw_ver string parse, the search string ["version number main"] was not found. Review measured current levels for trs800001.4 and trs800001.5, confirm the current levels are about 30ma, and the battery leds are constantly scrolling. The symptoms are a known issue due to firmware bug, which is related to the complaint about "lights on wr going up and down rapidly". "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding a recharger for unknown indications for use. It was reported that the recharger lights will go into co to yours loop and recharger will not connect to controller not will large green light come on. Patient mentioned calling tech services and walking through all troubleshooting measures with them. Probably still occurs, then sometimes it will work and she can charge her device but she is frustrated when it goes into the loop again. They held the button down for 30 seconds to do a hard reset and also put the recharger on the dock to try that reset. They did get the recharger to search for device to charger her device but could not get it to connect to controller. Patient said she would keep working on it and was advised if problem persisted, to call tech services and request a replacement if they can¿t help her resolve the issuer there was no surgical intervention that occurred. The issue was not resolved at the time of the report. Additional information was received from the patient (pt). They reported that their recharger was not connecting with the handset and recharger was not charging. The pt stated the recharger won't connect to charge their implant either. The pt further clarified the issue is that the recharger battery lights were rapidly flashing green up and down. The pt stated this started in "probably about january". The pt put the recharger on the docking station while plugged into the charger on call and stated the battery lights continued rapidly flashing green up and down. This issue persisted despite trying to hold recharger power button down for 5 seconds and trying to reset recharger while on dock. The pt took recharger off dock and stated same issue persisted. The pt stated that the rep advised them to call patient services for a replacement. The issue was not resolved through troubleshooting. An email was sent to the repair department for a replacement. There were no patient complications reported as a result of this event.